Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. It was found that the dimmed display and missing lcd pixel segments came from impact sustained by the monitor during use and handling.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10428. The report was submitted in error.

Event description:
It was reported that a smiths medical capnograph had a bad display. No adverse patient effects were reported.